Manufacturer narrative:
The reagent lot number is 709174. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient sample on a cobas e411 module. The initial result was 210.3 miu/ml. The repeated result was 122.9 miu/ml. The repeated result was obtained on another e411 analyzer. This repeated result was believed to be correct. The sample was repeated on the same analyzer that the initial result was obtained on and the result was 201.1 miu/ml. The questionable result was not reported outside the laboratory.

Manufacturer narrative:
H6 investigation findings, investigation conclusion, and component codes were updated. The customer's calibration results were acceptable. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative performed 6 month preventative maintenance and a deeper internal inspection of the components. He found evidence of a possible leak. He replaced o-rings, installed a 6 month preventative maintenance kit, replaced a syringe assay, and checked the voltage of a pressure sensor with good results. He inspected the acrylic blocks and found spiderwebbing on a pressure sensor. He performed tests with good results, installed a new sipper probe and sample probe, and performed calibration and qc with good results. He replaced the pressure sensor and block 2 and performed adjustments to verify the system with good results. He replaced the fluidics components. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.